Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation of image disappeared and was not able to be restored was confirmed due to heavy water seepage inside the scope the entire screen became black and showed no images. The image was restored after drying it in an oven, but the image was found to be foggy due to damage to the charged coupled device. The customers allegation of play in angulation control lever was not confirmed. During device evaluation at olympus, it was found: distal end had a scratch, adhesive on the bending section cover was detached, bending section cover had discoloration, connecting tube had a dent and scratch, bending angle in up direction did not meet the standard value due to wear of angle wire, control unit and suction connector had corrosion due to water leakage, grip had a scratch, and light guide cover glass had a stain. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope image disappeared after two minutes of connecting the scope then the image was not able to be restored and there was play in angulation control lever. The issue was found during preparation for use of a diagnostic bronchoscopy. The procedure was cancelled. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, temporary abnormity occurred at electrical parts and/or circuit board by water invasion of the device, which led to occurrence of the suggested event. However, a definitive root cause could not be determined. Important information ¿ please read before use ¦ warnings and cautions: caution do not touch the electrical contacts inside the electrical connector. Ccd damage may result. Turn the video system center cv-150 off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the video system center cv-150 on or off only when the videoscope cable is connected to both the video system center cv-150 and the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. 3.6 "inspection of the endoscopic system" inspection of the endoscopic image 4.while observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog, or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image does not momentarily disappear or displays any other irregularities. Chapter 5 "troubleshooting" if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection,¿ do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿ on page 55. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿ on page 58. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was rescheduled the same day and successfully completed with a similar device. The patient is doing well with no reported health issues due to the event.